Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 32.4 mmol/l. Customer stated they had no delivery alarm. Customer stated they had tried all the remedies. The insulin pump will not be returned for analysis.